Event description:
It was reported that "revised due to bone wear".

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.